Event description:
A white silicone band was inadvertently left on the device tip and subsequently dislodged into the patient's chest cavity during the initial procedure on (B)(6) 2025. The surgeon closed the chest without noticing the band. During a subsequent reoperation for an unrelated reason on (B)(6) 2025, the silicone band was discovered and removed. The silicon band was removed safely.

Manufacturer narrative:
At this time, microline surgical, inc. Is awaiting the return of the affected device from the hospital in order to conduct a full investigation. A final report will be submitted once the investigation is complete and additional information becomes available.

Event description:
A white silicone band was inadvertently left on the device tip and subsequently dislodged into the patient's chest cavity during the initial procedure on (B)(6) 2025. The surgeon closed the chest without noticing the band. During a subsequent reoperation for an unrelated reason on (B)(6) 2025, the silicone band was discovered and removed. The silicon band was removed safely.

Manufacturer narrative:
The associated product was not returned to msi for investigation.